Event description:
Mit stent implant registry it was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. The lesion location was in the left renal artery. The lesion characteristics, average lesion intraluminal diameter was 2 mm, total lesion length was 8 mm. The lesion was ostial, calcified and eccentric. The express, vascular sd stent implanted had a diameter of 5mm and a length of 15mm. The renal stent placement was done under the protection with filter wire ez. A second device was not implanted. The clinical and radiological assessment was technically successful. There were no procedure related complications. The control performance at discharge showed that there was evidence of improvement in the luminal diameter to less than 30% residual stenosis and hemodynamic success was not evaluated. There was no clinical success. The six month follow up data noted the patient deceased, with a date of death in (B)(6) of 2008. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.